Event description:
It was reported that, during a tka surgery, the handpiece jammed and an error was displayed. The handpiece was opened and inspected and looked fine internally; then, when trying to rehome, it was displayed an internal cable error. The handpiece was swapped, but the same error appeared. When trying to reboot, there was a pfs error and did not boot. The surgery was converted to manual technique and was delayed, but the length is unknown. The patient outcome is also unknown. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, used in treatment, was return for evaluation. The navio handpiece had internal cable error and pfs error when rebooting system, during a procedure on (B)(6) 2018. The initial visual/functional investigation confirmed the reported event. The handpiece resistance was measured between the motor phases (a, b, and c) and the shield cable. The proper resistance should have been an open loop, however when the handpiece cable was flexed at this connection point to the handpiece body the resistance spiked, indicating a short between the motor phase wires and the shield. It was also noted that the handpiece had a loose snap lock. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 rev. G) released at the time of the complaint provides no information regarding internal cable error, pfs error when rebooting system, and broken snap lock nut. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to electrical component failure.